Event description:
Treatment of an avm with onyx. It was reported at the end of the procedure, the catheter was found leaking at approximately 30cm from the distal tip. Onyx was observed exiting out at the ruptured site and the physician was able to retrieve it with a dac retrieval device. Same event as MDR# 2029214-2010-00279.

Manufacturer narrative:
The device will not be returned for evaluation as it was consumed in the event. (B)(4).